Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound; the cause was confirmed to be a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. No adverse event or harm was reported; the device was not in clinical use at the time the issue was discovered.